Event description:
It was reported that the right atrial lead exhibited an insulation anomaly, noise and was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded from 13 cm to 13.4 cm from the connector pin which exposed the proximal coil. Abrasions are indicative of exposure to constant friction with another implantable device. The breach in the proximal insulation may have caused noise.